Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043940) on 01-oct-2015. The most recent information was received on 30-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('when she started it was excessive bleeding for 2 days with blood clots') in a 31-year-old female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and ovarian cyst. Previously administered products included for an unreported indication: levothyroxin, amlodipine, excedrin, excedrin migraine and sumatriptan. Concurrent conditions included body mass index normal, blood pressure high and pain in extremity. Concomitant products included amlodipine, levothyroxine and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), rash ("rashes or skin conditions type: generic rash"), fungal skin infection ("yeast of infection of skin"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion disability), coital bleeding ("bleed every time she had sex"), abdominal pain ("from 3-7 days before she started she got excruciating, stopped her in her steps cramps"), swelling ("swelled up") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/lavh bs). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, coital bleeding, abdominal pain, swelling, abdominal distension, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, female sexual dysfunction, rash, fungal skin infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal skin infection, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, rash, swelling, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number:b21574 manufacturing date: -04-2013 expiration date: 30-04-2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medcal a records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information , other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('when she started it was excessive bleeding for 2 days with blood clots') in a 31-year-old female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levothyroxin, amlodipine, excedrin, excedrin migraine and sumatriptan. Concurrent conditions included body mass index normal, blood pressure high and pain in extremity. Concomitant products included amlodipine, levothyroxine and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), rash ("rashes or skin conditions type: generic rash"), fungal skin infection ("yeast of infection of skin"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion disability), coital bleeding ("bleed every time she had sex"), abdominal pain ("from 3-7 days before she started she got excruciating, stopped her in her steps cramps"), swelling ("swelled up") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, coital bleeding, abdominal pain, swelling, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash, fungal skin infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal skin infection, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, swelling, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number:b21574 manufacturing date: -04-2013 expiration date: 30-04-2016 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5043940) on 01-oct-2015. The most recent information was received on 21-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('when she started it was excessive bleeding for 2 days with blood clots') in a (B)(6)-year-old female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levothyroxine, amlodipine, excedrin, excedrin migraine and sumatriptan. Concurrent conditions included body mass index normal, blood pressure high and pain in extremity. Concomitant products included amlodipine, levothyroxine and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), rash ("rashes or skin conditions type: generic rash"), fungal skin infection ("yeast of infection of skin"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion disability), coital bleeding ("bleed every time she had sex"), abdominal pain ("from 3-7 days before she started she got excruciating, stopped her in her steps cramps"), swelling ("swelled up") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, coital bleeding, abdominal pain, swelling, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash, fungal skin infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal skin infection, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, swelling, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: final report : for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technic failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. New events abnormal bleeding (vaginal, menorrhagia), uti, apareunia, generic rash, yeast of infection of skin, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea, dyspareunia, vaginal discharge, pelvic pain was added. Concomitant condition, concomitant drug, lab data, reporter, patient demographics was added. In previous fu genital hemorrhage marked as a serious due to disability. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.